Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
No blood glucose levels reported. The customer reported several motor error alarms from the insulin pump. It was also reported that the customer received a displayable history crc check failed on startup error on the insulin pump. The customer also reported an unexpected restart by the insulin pump. The customer further reported receiving an external ram crc error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. However, the insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump passed the reset error test and the self test. The insulin pump had multiple alarms in the history file for a corrupted history file. The insulin pump had a cracked display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.